Event description:
During an ablation procedure for an anterior lateral right ventricular outflow tract (rvot) premature ventricular contractions (pvc), a pericardial effusion occurred requiring a pericardiocentesis to stabilize the patient. While ablating in the rvot, it was noted that the patient's heart rate increased and the blood pressure decreased. Intracardiac echocardiography (ice) was used to diagnose the pericardial effusion, the perforation was located at the anterior lateral rvot. A pericardiocentesis was performed to stabilize the patient. There were no alleged performance issues with any abbott device.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit contact force was displayed with no error messages noted. Optical fibers 1 and 2 did not meet specifications for optical properties consistent with a deformation of the tip assembly; however, the cause of the deformation remains unknown. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.